Event description:
On 04/13/2007, the company received a report where it was claimed that a bronchoscopy exam revealed an "erosion in the trachea of the patient." The end clinician elected to replace the tube. No further information was provided.